Manufacturer narrative:
Device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, self test and displacement accuracy test. No delivery alarm/occlusion during therapy not confirmed. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that they were experiencing high blood glucose level 500 mg/dl which was treated by manual injection. Insulin pump received insulin flow block alarm. Customer performed 5.0 units fill cannula and insulin did not exit. Customer did all troubleshooting for insulin flow block alarm. It was unknown if insulin pump was on auto mode. Device will be returned for analysis.